Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, by each retention sample drawing 6 tubes each, and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, the tube was pushed off of the needle during blood collection. Event occurrence of 15-18 tubes. Repeat sampling was completed on the patient. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, the tube was pushed off of the needle during blood collection. Event occurrence of 15-18 tubes. Repeat sampling was completed on the patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-feb-2025. Investigation summary: bd received one sample and one photograph for investigation. The evaluation of the photograph does not show tube push off. The returned sample was used to perform functional tests, drawing six tubes each with water, and no tube push off was observed. Additionally, ten retained samples were functionally tested, each used to draw six tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.